Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with 0.2 ml of juvéderm ultra¿ xc. The syringe was reused in the patient for a touch up a week after the first injection. During this second injection attempt, the needle popped off and no product was injected. There were no injuries to the patient or staff. The packaged needles were used during the injections.